Manufacturer narrative:
Investigation conclusion: the case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Retain testing and manufacturing batch record review could not be performed as a valid lot number was not provided. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information and as a valid lot number was not provided. Complaints are tracked and trended on a monthly basis. Please note: this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Although requested, device will not returned. The investigation results are pending with the completion of the investigation.

Event description:
A patient that was administered the consult hcg urine cassette for presurgical testing on three occasions received 2 positive and 1 negative result with the same lot. Although requested, information about the times testing was performed, if all testing was performed on the same sample, and confirmatory testing information was not provided. Although requested, no further information was provided about what type of surgery that was occurring, if emergent, elective, rescheduled nor if there was any treatment withheld or given due to the false positive results. It is unknown if there was or was not an impact on the patient. Conservatively, this report is being considered an adverse event as well as a malfunction.